Event description:
Procedure: tumor removal. According to the reporter: procedure was a tumor removal in the left high lobe. The staple line opened post-operative. A re-operation had to be done for haemostasis with clips and sealant. Patient is ok.

Manufacturer narrative:
Initial report sent to FDA on 03/12/2009.